Event description:
A surgeon reported during intraocular lens (iol) implant procedure, a scratch was observed on the outside of the optic of the iol under a microscope after insertion of the iol, iol was still remains in the patient's eye. The procedure was completed on same day without product replacement and any harm to the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Provided photo: picture 1 shows an implanted iol on a screen. There appears to be a scratch/crack on the peripheral of the optic. Based on our observation of the attached photo, a crack can be seen on the optic. A crack can occur in this section of the iol if the iol is placed incorrectly in the delivery device and/or if the correct dwell time is not adhered to as this can result in stress on the intraocular lens (iol) as it travels through the delivery device/cartridge resulting in a crack/fracture of the optic. The cartridge instructions for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. It also instructs that prior to loading the iol, the cartridge must be used at operating room temperature of between 18 degrees celsius and 23 degrees celsius. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The iol IFU instructs: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. In addition to this, company foldable iols are qualified for use with a company qualified delivery system and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).